Event description:
The customer reported that during positioning of the patient, after releasing the in button on the gantry control panel, the patient support continues to move an additional 20cm in (horizontally). The philips usability leader confirmed that there was no harm to a patient, operator or bystander and that the horizontal in movement of the patient support stopped by itself. The philips application specialist confirmed that this issue only happened during positioning of the patient while moving the patient support in.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).